Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received from the field and was unable to establish telemetry upon receipt. The device was cut open and the battery voltage was found to be at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. Analysis revealed a high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and the premature battery depletion.

Event description:
During a clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.